Event description:
The customer reported that the patient was to receive ampicillin 0.8ml over 15 minutes every eight hours at 06:00, 14:00 and 22:00. The nicu nurse initiated the infusion using a 1ml syringe and returned in 15 minutes to find that 0.5ml of medication had not infused and remained in the syringe. At times, the medication will deliver as expected and then at other times it will not. The patient experienced 5 episodes of medication residual remaining in the syringe after the infusion was completed on the same patient on the following dates and times: (B)(6) 2019 at 13:50, (B)(6) 2019 at 14:34, (B)(6) 2019 at 4:30, (B)(6) 2019 at 14:08 and (B)(6) 2019 at 06:28. Due to this it was decided to switch to a 3ml syringe for the following 24 hours to determine if there is residual left in the syringe while using the larger syringe. After the 24 hour period ended it was found that they were able to infuse the entire dose while using the 3ml syringe, however, it was noted that when the 3ml syringe was initially installed the device stated the available volume was 1.2ml when there was only 0.9ml in the syringe to infuse. In discussion with the customer, it was found that they are using compatible bd syringes. Although the devices recently passed preventative maintenance testing, there is a question regarding whether the device calibration could be causing the residual left in the syringes after the infusion is completed. There was no report of patient harm.

Manufacturer narrative:
Correction: supplemental MDR for correction on initial to 03/07/19.

Manufacturer narrative:
Concomitant medical products: bd syringe 1ml; bd syringe 3ml. The customers report was not confirmed. Physical inspection showed no anomalies. The pcu event log shows that four (4) of the five (5) reported event times in the pcu event log show that a 3 ml syringe was selected and infused during that time. There were no errors or malfunctions recorded in the pcu error log on the reported incident dates and times. Each time a syringe had to be selected and confirmed by the user with the following programming: patient weight = 1.54, concentration = 100, diluent volume = 0.8, vtbi = 0.8, calculated rate = 3.2, calculated dose = 51.9481. The only difference is in one of the infusions a bd 1 ml syringe was selected and confirmed for the infusion by the user. However, all infusions appear to have infused correctly, it is unknown what size syringe was loaded into each source syringe module for infusion. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
The customer reported that the patient was to receive ampicillin 0.8ml over 15 minutes every eight hours at 06:00, 14:00 and 22:00. The nicu nurse initiated the infusion using a 1ml syringe and returned in 15 minutes to find that 0.5ml of medication had not infused and remained in the syringe. At times, the medication will deliver as expected and then at other times it will not. The patient experienced 5 episodes of medication residual remaining in the syringe after the infusion was completed on the same patient on the following dates and times: (B)(6) 2019 at 13:50, (B)(6) 2019 at 14:34, (B)(6) 2019 at 4:30, (B)(6) 2019 at 14:08 and (B)(6) 2019 at 06:28. Due to this it was decided to switch to a 3ml syringe for the following 24 hours to determine if there is residual left in the syringe while using the larger syringe. After the 24 hour period ended it was found that they were able to infuse the entire dose while using the 3ml syringe, however, it was noted that when the 3ml syringe was initially installed the device stated the available volume was 1.2ml when there was only 0.9ml in the syringe to infuse. In discussion with the customer, it was found that they are using compatible bd syringes. Although the devices recently passed preventative maintenance testing, there is a question regarding whether the device calibration could be causing the residual left in the syringes after the infusion is completed. There was no report of patient harm..